Manufacturer narrative:
In the previously submitted report box e (reporter country) was incorrect. Box e (reporter country) has been corrected/updated in this report.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected/scrapped and found evidence of damaged foam. During the evaluation, damaged foam was visible. The device was scrapped as per customer request.